Event description:
Additional information was received indicating that a surgical procedure was performed. The rv lead was explanted. A new lead was implanted in the patient. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing on the rv channel. No pacing inhibition was noted. Fluctuations in the threshold and impedance measurements were also noted but all were within the normal range. Noise was able to be reproduced with isometrics and pocket manipulation. Lead conductor damage was suspected and the patient was sent for x-ray. Additional information from the field representative indicated that a potentially compromised area of the lead was observed, however, the physician had not conclusively decided the cause to be confirmed. The patient was to be scheduled for a possible lead revision at a future unknown date. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection noted deformed conductor coils from the terminal pin with cuts in the insulation. Further, the insulation was bunched up from the terminal pin. Electrical testing was not performed due to a severed lead, confirmed to have been induced in the field.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.